Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was unable to charge the ins, and saw the reposition antenna message. The patient had tried repositioning the antenna but this did not resolve the issue. The patient also reported that the ins had depleted. The patient was unable to communicate using the patient programmer with or without the external antenna. The patient also reported the recharge belt was damaged. It was suspected that a recharger issue was causing the inability to recharge. Patient was issued a new recharger antenna and belt and told to contact his healthcare provider (hcp) if the issue persisted. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain and post lumbar laminectomy syndrome.